Manufacturer narrative:
Corrected data: original report indicated incorrect manufacturer ; information corrected in this report. Product was not returned; product was utilized in the revision surgery performed. Lot numbers were not provided; device manufacturing records could not be reviewed. X-rays and operative report were not provided to assist with investigation despite multiple requests. The root cause of the failure is most likely user related. Corrective/preventive action is not required.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Intra operative breakage of enduro adapter. The broken portion remained in the patient as it could not be removed.